Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient had developed a rash under the therapy pads and that it had gotten worse after wearing the lifevest. The patient was given a cream from her doctor. The patient's irritation improved.